Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the shaft was bent and the hemostatic valve was found dislodge inside of hub of the vizigo sheath. The dilator was introduced in the shaft and it was found resistance due to the kinks in the bent shaft. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. As part of biosense websters quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheaths valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium for which biosense websters product analysis lab identified the hemostatic valve being dislodged. It was initially reported by the customer that the dilator would not advance through the carto vizigo" 8.5f bi-directional guiding sheath medium. The carto vizigo" 8.5f bi-directional guiding sheath medium was replaced and the issue resolved. There was no patient consequence. The issue of obstructed sheath is not considered to be MDR reportable since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On 5/13/2021, the device was inspected and the hemostatic valve was found dislodged inside the hub of the device. This finding is considered to be an MDR reportable malfunction. On (B)(6) 2021, a kink was found at 20.3 inches from the handle of the sheath. This finding is not reportable since its considered that if a slight bent is found and no internal components are exposed, the risk to the patient would be remote. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 5/13/2021 and reassessed it as MDR reportable.